Event description:
It was reported that during surgery the black plastic tip fractured into pieces while impacting the glenosphere to the baseplate. All pieces where found. The patient did not retain any foreign particle. A three-in-one impactor was used to finish the procedure. There was no harm, injury or surgical/medical intervention to the patient. A nonspecific delay was reported while the pieces of the fractured device was located and a replacement device put in place. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified the inserter returned showing signs of prior use. The handle near the proximal end of the inserter has scratches and gouges. The prongs on the distal end of the inserter are also damaged and show signs of wear and tear. The black poly inserter tip was not returned with the device. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.